Event description:
Physician reported for left side "implant rupture and capsular contracture - baker grade I". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device visual analysis: visual analysis of the photographs identified the device was broken shell and red particles material on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture/capsular contracture was received on september 14, 2022, with lot number 2161980. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: red particles observed on the surface of the shell. Crease flat observed. No further actions are required as the device was implanted.

Event description:
Physician reported for left side "implant rupture and capsular contracture - baker grade I". Device has been explanted and replaced.

Event description:
Physician reported left "implant rupture and capsular contracture - baker grade I" diagnosed by ultrasound and MRI. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b6, h6